Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they were unable to obtain a 12 lead ECG. There was no report of negative patient impact.